Event description:
It was reported that the patient was hit by a truck on (B)(6) 2012 and, subsequently, experienced shocking in both legs when he walked. On (B)(6) 2012, the patient felt their implantable neurostimulator (ins) device was loose in his body. The patient had kept his ins turned on and endured the shocking because if he turned off the ins he would not be able to walk. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3777 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; lead model 3777 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na; patient programmer model 37743 serial # (B)(4)implanted: na explanted: na.

Event description:
Additional information. The health care professional (hcp) stated he saw the patient on (B)(6)-2012 and the patient had the same complaints regarding the leg issues and loose device in the pocket. Per the hcp, the patient did not state he was hit by and truck, but rather the patient stated he did not know why the therapy stopped working. The device was reprogrammed to address the issues, and the patient responded well. The hcp had not seen the patient since the reprogramming.